Event description:
Per the clinic, the patient experienced a postauricular infection subsequent to a sustained injury to the implant site (specific date not reported). Subsequently, the patient was hospitalized on (B)(6) 2025, for administration of IV antibiotics (specific duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experience extrusion of receiver stimulator. Device analysis report attached.

Manufacturer narrative:
The device was explanted on (B)(6) 2025.